Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, upon interrogation, an alert for charging timed out on the device was noted. Manual capacitor maintenance was performed multiple times with acceptable charge times. No further intervention will be performed at this time and the device will continue to be monitored. The patient was stable with no adverse consequences.